Event description:
It was reported to philips that an active button was detected, and a movement module was requested for replacement on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Pending confirmation of part installation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).